Manufacturer narrative:
Date of explant is unknown. Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the surgical intervention was undertaken at unknown date for unknown reason wherein the ipg was explanted.